Event description:
It was reported that during a spinal at t3-l2, the fixation rod broke while being bent in the surgical site. No pt injury was reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the u.s.; however a like device catalog # 869-021, 510k # k040962 was cleared in the u.s. Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Macroscopic and optical examination of the returned portion of the rod identified witness mark below the fracture surface consistent with instrument usage. Examination of the fracture surface identified a shear lip at the base of the fracture, suggesting bend stress overload. The fracture surface was severely damaged; the undamaged portion of the fracture surface revealed river lines, also consistent with bend stress overload.